Event description:
The following was reported to co on 11/11/96 via the voluntary medwatch form from the FDA (MDR access number: 4001666). The system began alarming and frank blood was noted in the connecting tubing from the balloon to the pump. As a result of the event, the pt became unstable with ecc changes. The iab was removed and a second was inserted. The pt's condition improved and remained stable. Event complications: the pt became unstable with ecc changes - rpt'd 11/11/96. Pt's current status: improved - rpt'd 11/11/96.